Manufacturer narrative:
(B)(4). The device has not been returned for investigation. A review of the returned photograph is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an inspection of the ambulance vehicle it was noted that the needle guard came off and the needle pierced the sterile packaging.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. One (1) 9001p-EU-005 ez-io 25mm needle + stabilizer bx/5 (EU) pack was received for investigation purposes. The needle kit was visually examined for any signs of abuse/misuse/damage. Nothing noted. Visually, the complaint cannot be confirmed as the sharp is not protruding through the sample package. However, it should be noted the cover cap is not attached to the needle set. The cover is loose in the package. The complaint cannot be confirmed based on the sample received. There is no indication visually that the needle set in this package ever protruded. However, a loose needle cap was visually determined. It could not be determined at what point the needle caps became loose in the packaging. There is some process variation in the assembly of the cap to the needle. However, shipping and handling could not be eliminated as a potential root cause. Based on the low volume of reported complaints over the last year, this appears to be an isolated issue. We will continue to monitor and trend.

Event description:
It was reported that during an inspection of the ambulance vehicle it was noted that the needle guard came off and the needle pierced the sterile packaging.